Event description:
Estimated date of incident 01-apr-2025 it has been reported that a couple of receivers have broken in the same clinic. Clinic is not able to be more specific with the number of broken receivers, or any details regarding each of the incidents. There is no mention of harm following any of the incidents. No further follow up is available or expected.

Manufacturer narrative:
Manufacturer's ref # (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to obtain a device history record for any of the affected receivers, as they the serial number is unknown for each of them. Clinical conclusion: it has been reported that a couple of receivers have broken in the same clinic. It has been requested if the clinic can be more specific with the number of broken receivers, or any details regarding each of the incidents. The clinic does not have a count, or specific user information or any other details regarding any of the incidents. There is no mention of harm following any of the incidents of the broken receivers. Despite attempts of gathering further information, there has not been any response from the clinic. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Trended case device investigation findings: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Manufacturer's investigation is final. This is a combined (initial and final) report.